Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.s921usqs4bye4 smartphone hardware: sm-s921u cgm sensor type: g6.

Event description:
A patient reports while activating a pod, upon removal of the needle guard the cannula had deployed early. In addition the patient reports the pods cannula was bent. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.